Event description:
The dr was unable to insert the iab into the sheath. (Event complications: none from the event-reported 2/25/97.) (Pt's current status: unk-rpt'd 2/25/97.)

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely unfolded. A 10 french, 6 inch sheath was noted to be present on the catheter tubing. In addition, any portion of the membrane that appeared to be stretched when viewed under polarized light will be noted on the illustration, also. Probable cause of difficulty: based on the examination of the returned product, it was not possible to verify the encountered difficulty in the lab or to determine the exact cause of the problem due to the condition of the returned device. It was indicated on the returned datasheet that it was not possible to advance the iab into the sheath yet the balloon was returned with the sheath in place over the catheter. The condition of the returned with the sheath in place over the catheter. The condition of the returned sheath does indicate that some type of problem occurred, but having the opportunity to individually examine the folded membrane and sheath may have provided some additional info into the encountered problem. In general, difficulty advancing the iab into the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. The catheter and/or inner lumen kinked during insertion if the balloon was not supported by a guidewire. The catheter was held too far back from the site of insertion.